Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Reviewed call and changed document to a 113. The patient had stated that pairing failed, however we were unable to troubleshoot because he was out of sensors. The complaint is not reportable due to no confirmation of signal loss.